Manufacturer narrative:
H6: neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider, clinical study) regarding a patient with clinical ID: (B)(6) and study ID: (B)(6) stail. It was reported that after a spinal fusion from c5 to t5 performed on (B)(6) 2025, the patient developed cervical instrumentation failure - specifically, the screws at c5 and c6 pulled out, leading to increased motion in the cervical spine (pseudoarthrosis) and symptoms such as neck pain, popping, and a sense of instability. Imaging confirmed the hardware failure, though the thoracic instrumentation remained stable. Due to these persistent symptoms and confirmed hardware issues, the patient underwent additional surgery on (B)(6) 2025, which involved an anterior cervical decompression and fusion with structural allograft at c5¿c7. The adverse event was directly related to the device (instrumentation failure), and reoperation was needed to address it. Interventions: on (B)(6) 2025, a new hospitalization occurred due to an adverse event (additional spinal surgery) that required treatment. Outcome status: recovering/resolving. Diagnostics: diagnostic tests were performed. Site seriousness assessment: the event resulted in hospitalization and required medical or surgical intervention, but did not involve congenital anomaly, death, disability, or life-threatening circumstances. Site related assessment: the site assessment determined that both the device and the procedure (additional surgery) were probable related to the event. Sponsor assessment: na update received: sponsor assessment: causal related to the surgery and to the device. Comments: the pulled-out screws were not explanted during the additional surgery on (B)(6) 2025.